Event description:
Product used in conjunction with colonoscopy procedure for polypectomy. The snare was applied to a polyp in the usual manner. When closing the snare, it was noted to have large bite. With application of current, snare was tightened in usual manner. At this point, there was no evidence of current flow nor could it be closed as it was not cutting the polyp. Associated cautery equipment was changed without success; the same with changes in cutting setting. Upon deciding to remove the cut from the handle and the colonoscopye was removed. The snare wire remained around the polyp. The colonoscope was reintroduced and, using a different snare the polyp and wire were removed along with multiple other polyps. There was no further adverse effect on the patient. Subsequent biomed testing showed cautery, cords, foot controls in working order for both the initial unit and the second one subsequently applied in an attempt to correct the problem. The sales representative was contacted at the time of the event and responded. Following completion of the procedure as described, this individual removed all similar devices of the same lot number.